Manufacturer narrative:
(B)(4).

Event description:
The customer stated that this unit has a "vent inop" and "motor fault" prior to patient use. It was also noted that there was a "post dac or dac" error in the events log. There was no patient involvement at the time of the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to an open resistor within the assembly (r 608). This issue will be internally investigated within carefusion.